Manufacturer narrative:
Explant was reported due to stenosis and shortness of breath. The investigation found that all three leaflets contained calcifications and had fibrous thickening. There was circumferential inflow pannus which extended onto the bases of all three leaflets and narrowed the inflow diameter. Leaflets 1 and 3 were torn, and the tear in leaflet 3 was associated with a calcifications. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and pannus noted could have contributed to the reported stenosis.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014, a 23 mm sjm trifecta valve was successfully implanted. On (B)(6) 2021, the patient presented with shortness of breath due to stenosis of their device. On (B)(6) 2021, the device was explanted and replaced to resolve the event. The patient is stable.